Event description:
It was reported by the patient that when the start button was pressed on the remote monitor a transmission would not initiate even thought the power light was on. Troubleshooting were taken and the patient removed the power cord and reconnected the cord. . A successful was transmission transmitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.